Event description:
A consumer reported that her vision is impaired and worse than before intraocular lens (iol) implant surgery. At the customer's postoperative exam, the surgeon indicated the lens was positioned correctly. Additional information was received from the consumer, who indicated during another postoperative exam the surgeon explained the impaired vision was temporary and was caused by corneal swelling which should resolve. The consumer plans to proceed with the iol implantation surgery on the fellow eye and no longer feels there was anything wrong with the iol. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis. Results form the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. (B)(4).